Event description:
It was reported that a patient was injured after the physician introduced the probe into the esophagus. A CT scan confirmed that the pt sustained an esophagus perforation.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Under (B)(4) law, patient info is considered confidential and will not be released by the hospital. The device manufacture date is unk.